Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal hyperglycemia while using the ilet system, with cgm readings up to 220 mg/dl and a confirmatory fingerstick of 214 mg/dl, remaining above range for about 110 minutes; the user had consumed a small amount of juice and a cheese stick before bed and was concerned the pump was not lowering glucose as expected. Symptoms included fatigue and an unpleasant taste in the mouth. Outcomes included no use of backup therapy, no ketone testing, no outside assistance, and no professional medical intervention, with glucose trending down to 207 mg/dl and then 190 mg/dl after an infusion set change. Investigation included troubleshooting and education over the phone and shipment of replacement infusion sets, with confirmation of insulin delivery and no obvious site issues reported at removal. Investigation of this case revealed that the hyperglycemia had an unclear cause, with potential contributory factors including recent target changes and pre-bed carbohydrate intake, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.